Event description:
Laparoscopy for ectopic pres: "on insertion of trocar, surgeon perforated right ileac artery and perforated the bowel and the trocar went through to the spine."

Manufacturer narrative:
Lot # to be confirmed upon returning product from the hospital. The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.